Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed as it was superficial and visible. A new artificial urinary sphincter 71-80cm balloon was implanted.